Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report he needed help rewinding the insulin pump and to report high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer treated with a bolus from the insulin pump. The customer had a difficult time reading the display. The customer was helped with rewinding the device. Nothing was replaced or returned for analysis.